Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. A nurse troubleshooting the iabp revealed that she had been using the ¿start¿ key and inconsistently using the ¿iab fill¿ key. There was no evidence of blood in the catheter and all the connections were secure. She revealed that the balloon was an axillary insertion. The company representative explained to her to turn the augmentation control down 2 clicks, and explained the alarm use of the "fill key " instead of just the "start key". The company representative asked whether she had attempted maneuvers that were changing the patient¿s position, and reminded her that this is off-label, but this would be the same if the balloon was in a femoral insertion. The nurse was content with the company representative's aid, and did not contact the company for further assistance. If additional information is provided a supplemental report will be provided.

Event description:
The intensive care unit registered nurse called and reported that, while in use on a patient, multiple ¿leak in iab circuit¿ alarms generated over the past hour on the cardiosave intra-aortic balloon pump (iabp). This reported incident continued reoccurring every few minutes. There was no patient injury or adverse event reported.